Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard drain was broken from the trocar inside the patient's breast pocket. Per additional information received via email on (B)(6), it was stated that the drain came disconnected from the trocar during insertion and this was on a scalp.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard drain was broken from the trocar inside the patient's breast pocket. Per additional information received via email on 30aug2021, it was stated that the drain came disconnected from the trocar during insertion and this was on a scalp.